Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: the photo depicts the circular seal being held by an unknown grasping tool. Post market vigilance (pmv) led an evaluation of one no blade 15mm std fix. The visual inspection of the returned product noted: the circular seal was disengaged and lodged in the cannula. The trocar, and duckbill seal appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy when instruments were exchanged, the seal was damaged and got disengaged from the instrument. It was noted that the blue seal fell into the cavity of the patient. A grasper was used to retrieve all the parts of the seal from the patient. There was no patient injury.